Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported at 1358 on (B)(6) 2023 dextrose 10 % in water was programmed to infuse on a newborn patient at an ordered rate of 7.2ml/hr. It was reported at 1458 the entire bag had infused. The infusion was stopped and hourly blood glucose monitoring took place. At 1605 patient's blood sugar was 892 mg/dl and sodium 116 mmol/l. The patient was transferred to a different medical facility for a higher level of care.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: describe event or problem, FDA notified?, report source other. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of an over infusion of dextrose 10% in water where the bag was found empty prematurely was not able to be confirmed through log analysis or device lab testing by dchu. A remote IV infusion order of ivfplain was started on the suspect pump module s/n:(B)(6) on the date 08dec2023 at the approximate time of 1:57 pm. The order was at the rate of 7.2ml/h with the volume to be infused (vtbi) at 250ml. After the infusion was started, within a few seconds the vtbi was manually decreased to 7.2ml. During the vtbi change above, the pump module power was interrupted and a ¿channel disconnected¿ alarm occurred with the pcu. The alarm was confirmed, the infusion parameters were restored, and the infusion was restarted with vtbi at 249.99ml. The vtbi was manually decreased to 7.2ml approximately a minute later after the infusion was started. The infusion completed as programmed at the time of 2:58 pm with a total volume infused recorded at 7.28ml. The pump module and system were shut down after the infusion completed. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. The ¿channel disconnected¿ alarm event that was identified through the log analysis but was not reported by the facility was identified to have been caused by the presence of contamination on the pins of the left (female) inter unit interface (iui) connector. The right (male) iui connector also had contamination and corrosion on pins. The iui connectors had an age greater than 12 year old. Bd identified that use error was the cause for contamination related issues with the iui connector that caused occurrences of ¿channel disconnected¿. It was observed during the investigation that the suspect pump module had unapproved third-party parts installed. This observation was not found through log analysis or device testing to have been a contributing factor for the reported over infusion. The administration set was not received; therefore, it could not be inspected or tested.

Event description:
It was reported at 1358 on (B)(6) 2023 dextrose 10 % in water was programmed to infuse on a newborn patient at an ordered rate of 7.2ml/hr. It was reported at 1458 the entire bag had infused. The infusion was stopped and hourly blood glucose monitoring took place. At 1605 patient's blood sugar was 892 mg/dl and sodium 116 mmol/l. The patient was transferred to a different medical facility for a higher level of care. A copy of the medwatch report from FDA was received, which states, ¿issue related to IV pump causing entire 250 ml infused in less than hour. Was programmed at 7.2 ml/hr." Additional information was received from the customer during site visit by bd representatives. It was reported that the baby is "doing ok."